Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejecting new batteries. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had cracks on the screen, bottom of battery compartment, casing and insulin pump rejecting new batteries. The products will not be returned for analysis.